Event description:
It was reported the patient had been lost to follow up for three years and was now being seen at physician's office. The device could not be interrogated. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5592 implantable pacing lead (B)(6) 2002. (B)(4).